Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely depressed tacrolimus (tac) results were obtained on three patient samples on the dimension exl 200 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and confirmed that the temperatures of the constant temperature layer and reagent storage were within range and that no abnormalities were found in the optical system and photometer in the pxqc test. Then, the cse cleaned the drains and quartz windows, replaced and adjusted the sampler, reagent 1 (r1), and reagent 2 (r2) probe tips, and ran system check and sample absorbance (sabs) test, which detected air bubbles in the cuvette. As a result, the cse replaced the r1 ultrasonics unit, ran pxqc tests, system check and quality control (qc), which recovered acceptably. The cause of the falsely depressed tac results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed tacrolimus (tac) results were obtained on three patient samples on the dimension exl 200 instrument. The erroneous results were not reported to the physician(s). The samples were repeated several times on the original instrument; with the exception of the second repeat result for the sample identified as 00620112704, the repeat results recovered higher than the erroneous results. For the sample identified as 00620112704, the second repeat result recovered lower and was considered erroneous. The higher repeat results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tac results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00186 on 16-jul-2024. Corrected data (08-aug-2024): the initial report portrayed the following sequence of results for the sample identified as (B)(6): sample identifier: (B)(6), initial result: <0.00, 1st repeat result: 7.88, 2nd repeat result: 1.86, 3rd repeat result: 7.32. Through log files, siemens determined the following sequence of results for the sample identified as (B)(6): sample identifier: (B)(6), initial result: 1.86 ng/ml, 1st repeat result: 0.00 ng/ml, 2nd repeat result: 7.88 ng/ml, 3rd repeat result: 7.32 ng/ml. Additional information (08-aug-2024): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) verified service method tests. Siemens reviewed the instrument data and ruled out reagent issues as quality control (qc) and calibration recovered within acceptable ranges on the day of the event. The service activities performed by the cse, described in initial report and this report, returned the instrument to normal operations. The instrument is performing according to specifications. No further evaluation of this device is required.